Event description:
It was reported that insertion/placement difficulties were experienced with one (1), size 8 dct, disposable cannula low pressure cuffed tracheostomy tube. This was reportedly due to problems with the cuff material. A second 8 dct device was available and used with no additional problems reported. There was one (1) pt involved with no reported pt injury. The size 8 dct device was returned to the MFR on 6/5/1998 for identification, analysis and investigation. The device evaluation results are recorded in section h. Of this report.